Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: fns locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gregory d. Et al (2024), peri-implant fracture following prior fixation of femoral neck fracture using the femoral neck system: a case report, journal of orthopaedic case reports vol. 14 (2), pages 82-87 (USA). This study presents a case of an 82-year-old female patient with right hip/groin pain and an inability to ambulate after a ground-level fall from standing at home. Persistent pain on clinical examination prompted advanced imaging for suspicion of occult femoral neck fracture. Patient underwent fracture fixation using the fns 130-degree one-hole plate with an 85 mm barrel and a locking antirotation screw. Patient was discharged on postoperative day six to an inpatient rehabilitation center. At 8 weeks post-operative, the patient came back following a second ground-level fall from standing at home. Radiographic images demonstrated a displaced, peri-implant intertrochanteric femur fracture with an intact femoral neck system fixation device. Recommendations were removal of the instrumentation with cephalomedullary nail fixation versus possible hip hemiarthroplasty, and patient elected to proceed with revision surgical fixation. The original incision was utilized and extended and routine dissection was performed. The proximal antirotation screw and inner barrel were then easily backed out of position within the femoral neck without complication. The distal transverse screw through the one-hole plate noted to be cold-welded to the implant preventing simple removal with a hand screwdriver or a torque-limiting power driver. Multiple techniques for implant removal were attempted, a metal-cutting diamond disc (non-synthes) was used then the cold-welded screw and one-hole plate were successfully removed. Then proceeded with cephalomedullary nail fixation using the tfn-advanced (tfna) proximal femoral nailing system (depuy synthes). Patient was discharged on post-operative day 5 in stable condition. A copy of the literature article is being submitted with this medwatch. This report involves one unk - screws: fns locking. This is report 1 of 2 for (B)(4).